Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that there was an issue with the navigation system during a sacroiliac and thoracolumbar procedure. When standard profile was selected on the select surgeon screen within the navigation system's spine application, forced termination of the application occurred and the screen did not proceed to the next step. The spine application was reinstalled, but the issue persisted. There was a delay of less than 1 hour and no known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue was confirmed; there was a software failure due to a corrupt operating system. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.